Event description:
A pt reported alleged inaccurate erratic results with a surestep meter. The pt's blood glucose results were 66 mg/dl and 320 mg/dl performed 10 mins apart with a difference of 117%. Pt did not experience any adverse events. No further info has been reported.